Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufacture date: november 2, 2020 - november 3, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside the product's housing and also inside a green bag. The photograph suggested a ruptured bladder condition may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrections: f10/h6: add medical device problem code (omitted on initial). G4: remove na and add k071222 (omitted on initial). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(4). Initial reporter postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an infusor lv (large volume) 10ml burst and leaked the contents into the unopened over pouch. The device had been filled with piperacillin/ tazobactam 9000mg in sodium chloride 0.9%. This was identified at the hospital prior to use on a patient. There was no patient involvement. No additional information is available..